Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had issues with bent cannulas. The customer's blood glucose level during the call was 307 mg/dl then it rose to 407 mg/dl. Troubleshooting on the insulin pump was performed but not completed. The customer was not feeling well and went to change the infusion set. The device will not be returned for analysis.